Manufacturer narrative:
The complainant was unable to report the device lot number; therefore the manufacture date and expiration date are unknown. It was reported the device was not used past its expiry date. (B)(4). Investigation results: a visual examination of the returned complaint device found the balloon did not show visual defects and was in a good condition. The catheter of the device was carefully inspected and no damages were found. Functional analysis was performed, and the balloon was inflated without a problem; however, the balloon would not hold pressure due to a pinhole located at the distal section of the body of the balloon, thereby confirming the reported event of balloon leak. This failure is likely due to factors or conditions related to the procedure during the use of the device, such as the technique used by the physician, and/or the interaction between the balloon and the scope that could have possible affected its performance and its intended purpose. Therefore, the most probable root cause is adverse event related to procedure. A manufacturing batch record review was unable to be performed as the lot number is unknown. However, a ship history review was performed to identify the most probable lots, and a DHR history review on the most probable lots did not identify any deviations within manufacturing/service processes that could have contributed to the event. A labeling review was performed and from the information available, this device was used per the instructions for use (IFU)/product label.

Event description:
It was reported to boston scientific corporation that a hurricane rx dilatation balloon was used in the bile duct during a stone removal procedure performed on (B)(6) 2020. According to the complainant, after successful dilation of the "nipple", it was noticed that the balloon was leaking. The procedure was completed at this time. There were no patient complications reported as a result of this event. Investigation results revealed that the balloon had a pinhole; therefore, this is now an MDR reportable event.